Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to achieve arterial blood marking is confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a coronography diagnostic procedure. Reportedly, no blood came out of the marker lumen. The device was removed from the patient anatomy and the guide wire was positioned again in the common femoral artery. The marker lumen was flushed again; however, no pulsatile blood flow exited the marker lumen only blood dribbling occurred. Hemostasis was achieved by applying manual arterial compression. The physician stated that the issue occurred due to a coagulation issue of the patient. No anticoagulants were administered. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.